Event description:
It was reported that during the waiting period post atrial flutter right (r-afl) procedure, there appeared to be a map shift. There were no error messages and the metal values were well within the normal ranges. There was no patient movement. Upon request, the bwi field representative provided additional information on the event. The map shift did not occur during rf ablation. It also did not occur after the user moved the head of fluoroscopy. The physician did not perform a cardio version prior to the shift. Nor did the patient move before detecting the shift. The reference patch did not move or get loose before the map shift. The acl function was in use/¿turned on¿ during the case. All the catheters appeared to have shifted relative to the geometry that had already been created. The map shift was approximately 3mm or so. It was not known if the acl catheter and the magnetic catheter shifted in the same direction and if it was the same amount of shift. Nothing was done to the system to resolve this issue for this procedure. The issue was not noticed again. Products used were st. Jude medical 1 pole inquiry, st. Jude medical livewire 20 pole and the navistar bidirectional 8mm catheter (d-f). Both the st. Jude catheter products were plugged into pin blocks, plugged into the patient interface unit (piu).

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that during the waiting period post atrial flutter right (r-afl) procedure, there appeared to be a map shift. There were no error messages and the metal values were well within the normal ranges. There was no patient movement. The log files were not sent for analysis because the issue did not reproduce itself during next cases. The device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.